Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 182 mg/dl and 94 mg/dl within 10 minutes. On a different day, customer received results of 178 mg/dl and 79 mg/dl within 10 minutes. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.